Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. Visual examination revealed a stretched and detached coil. The perforations were intact. The introducer sheath was kinked, and a shaft kink was noted on the non-boston scientific microcatheter. Microscopic examination revealed no coupler damage, but the coil was detached at the distal coupler weld. The introducer sheath kink was observed 7 mm from the tip. The non-boston scientific microcatheter shaft kink was observed at the strain relief. X-ray examination revealed a stretched and detached coil inside the hub of the microcatheter.

Event description:
Reportable based on device analysis completed on (B)(6)2025. A 2x8 embold soft coil was selected for use in an embolization procedure. During the procedure, the coil would not advance though the 2.8f 130cm non-boston scientific microcatheter. The coil was removed through the delivery catheter, and another embold coil was used to complete the procedure. However, device analysis revealed a detached coil.